Event description:
The revision reported may have be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis, which led to instability.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: 6021592, 02-010-02-0235 - composant fem logic sans ciment t3.5 gauche. 6628760, 02-012-45-3545 - embase tibiale fit logic a cimenter t3.5f/4.5t. 5680212, 200-02-35 - rotule 3 plots diam 35 8.5mm optetrak. 9000320191, a10012 - gps implant kit v2. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a patient, initial left knee implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2023, approximately 2 years 3 months post the initial procedure, due to evolving ml laxity & feeling of instability. There were signs of synovitis. The synovitis was removed, a full lavage was performed, a tissue sampling was collected & insert changed. There was no surgical delays reported. The patient was last known to be in stable condition following the event. The device is available for return.